Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11 a getinge field service engineer (fse) evaluated the unit and was able to confirm the reported malfunction. The fse replaced the drive manifold assembly and the pneumatic module assembly . The unit passed all factory specified performance and safety index tests. The iabp was returned to the customer for clinical use.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had inflation failure. As the patient was replaced with another device, so no harm was caused to the patient.

Manufacturer narrative:
Due to character limitation event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.